Manufacturer narrative:
A manufacturing record review was completed and zero nonconformances were found that would be associated to the reported event. Thus, the manufacturing records support that the device met material, assembly, and performance specifications prior to distribution. No product was received for evaluation. If the device returns, a follow up report will be submitted at the conclusion of the device evaluation.

Event description:
Chronic total occlusion on right coronary artery: catheter distal tip broken in calcification in rca (right coronary artery). A piece of the catheter remained stuck in the calcified part of the rca." Clinical consequences : "no consequence for the patient but the coronary occlusion procedure failed."there was no patient injury. It does not matter that a piece is still in the patient because the piece is stuck in the "calcification" of the artery. Current patient condition reported as "fine" no patient injury or impact reported.

Manufacturer narrative:
A manufacturing record was reviewed no nonconformances were found associated to this event, supporting the fact that the device met material, assembly, and performance specifications. The returned product evaluation confirmed the distal tip was separated. The distal tip was twisted which is consistent with over torqueing. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.